Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the stripe pattern occurred on the image due to failure of the charged-coupler device. The root cause for failure of the charged-coupler device could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed and was found to be due to a faulty charged-coupler device. Additional findings were a damaged cable insulation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the hd camera head had an image problem, there were stripes on the screen when it was plugged in during preparation for use. There were no reports of patient harm.